Event description:
The black plastic insulation around the shaft of the scissor tip broke off during a laparoscopic right nephrectomy. The surgeon was unable to retrieve all of the pieces from the patient's abdomen. Follow up reveals: the manufacturer is aware of the problem and is in the process of working on a solution.